Manufacturer narrative:
The bloodline instructions for use included in each case of product contains multiple warnings regarding securing and monitoring connection points during treatment including: "do not reverse the pt connectors during dialysis with the connectors of the pt's access device unless all blood is completely removed aseptically from this set's male luer pt connector surfaces and those of the vascular access device prior to reconnection". Evaluation of the returned complaint sample is pending. A follow up report will be filed when investigation is complete.

Event description:
User facility reports one event in which there was a disconnect between the pt's venous av fistula needle and the venous bloodline connector. Connections to the av fistula needle had been reverse prior to the event in order to perform access flow study and the lines were not cleaned prior to re-connecting. The venous line was re-connected and the same blood tubing set was used to successfully complete therapy. Pt was discharged in stable condition. This MDR is filed for medical intervention of administering oxygen and 1 l of normal saline to the pt for sob.